Event description:
It was reported that during a port placement procedure, needle allegedly cracked during use. It was further reported that aspiration of the vein was allegedly more difficult due to the cracked needle. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one introducer needle was received for evaluation and one electronic photo was provided for review. Visual, microscopic and functional evaluations were performed. Cracks were noted within the introducer needle hub. Upon photo review, a fracture was noted in the tubing at the connection part of the luer hub of the port infusion set. Therefore, the investigation is confirmed for the reported fracture issue. However, the investigation is inconclusive for the reported suction issue as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2024), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure, needle allegedly cracked during use. It was further reported that aspiration of the vein was allegedly more difficult due to the cracked needle. There was no reported patient injury.